Manufacturer narrative:
Additional info: section h3: device evaluated by manufacturer¿ yes device evaluation: no suspect product was received however, a photo was provided by the customer. The customer provided photo was evaluated and shows the complaint lens resting on a plastic insert. The lens can be observed to be scratched and damaged. Due to the quality of the photo, and since no product was returned, no further product evaluation could be performed. The complaint issue "iol torn" was not identified during photo evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) optic was missing some acrylic in the middle of the optic, like a flap. The lens was not implanted. There was no patient injury. Through follow up, it was learned that the issue occurred during implantation, when the lens deployed, the surgeon saw that a piece of acrylic of the posterior optic detach from the optic. A non-johnson & johnson viscoelastic was used at room temperature to lubricate the cartridge canopy. No further information was provided.